Manufacturer narrative:
Returned for evaluation was one (1) evlt fiber and one (1) tre-sheath. The customer's reported complaint of the gold tip detached was confirmed. The most likely root cause for the tip detaching was due to blunt force while performing the first procedure causing the core to separate from the gold tip. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user experienced an issue when using a laser fiber from a nevertouch 65cm kit w/gripper and rfid kit. The provider was was treating a greater saphenous vein on a large patient. The plan was to also treat the small saphenous vein. After treating the gsv, a moderate amount of burnt blood product was left on the copper tip of the fiber. The provider took a piece of gauze to clean the tip of the fiber, and when cleaning the wire, the tip detached. He then opened a new laser to treat the ssv. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. Reference (B)(4).